Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after switching a contact detach infusion set, which was attributed to an insertion error when the needle guard remained in place and the site was not properly inserted; the user then inserted a new site and resumed pump therapy. Symptoms included elevated blood glucose up to 380 mg/dl for about one hour and large ketones, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention and no assistance beyond customer support guidance. Investigation included customer service troubleshooting and education with verification for leaks, guided reinsertion of a new infusion site, and follow-up planned regarding ketone status. Investigation of this case revealed user error related to infusion set insertion. It was concluded that the event was due to use error and that device function was restored after correct site insertion. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.